Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from date of manufacture 25oct2019 to present date 24dec2020, and confirmed that this device was not previously returned for servicing. Also, there was a production failure (B)(4) for no fault found which does not correlate to the customer reported issue.

Event description:
It was reported that the device would not sense the IV module when connected to either iui. No patient involvement.